Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited an error message. The error message was cleared. Upon reinterrogation, the device exhibited high current drain. The device was reprogrammed.